Event description:
Same case as MDR ID#: 2134265-2013-02239 and 2134265-2013-02238. It was reported that during a percutaneous coronary intervention, imaging catheter was unable to be pulled back by the motordrive unit of the ilab imaging system. The 75% stenosed target lesion was located in mild tortuous and mild calcified left anterior descending artery. A f/g atlantis sr pro² was used for visualization of the lesion. The motordrive unit (mdu) of the ilab imaging system was unable to pull back the imaging catheter. Imaging core windup of the imaging catheter was also noticed. The procedure was completed with the same sled and mdu. No patient complications were reported and the patient is in good condition.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed two flaps of hub rotator were damaged, imaging core wind up in the telescope assembly and the telescope assembly was not able to properly pull back, advance, and retract. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design related. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-02239 and 2134265-2013-02238. It was reported that during a percutaneous coronary intervention, imaging catheter was unable to be pulled back by the motordrive unit of the ilab imaging system. The 75% stenosed target lesion was located in mild tortuous and mild calcified left anterior descending artery. A f/g atlantis sr pro² was used for visualization of the lesion. The motordrive unit (mdu) of the ilab imaging system was unable to pull back the imaging catheter. Imaging core windup of the imaging catheter was also noticed. The procedure was completed with the same sled and mdu. No patient complications were reported and the patient is in good condition.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).